Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported "unable to acquire electrode tracking throughout the follow up. Best practices and flow chart guidance was followed. Physician ordered a chest x-ray". Additional information states the electrode lodged in the lv they are now sending the patient for a chest x-ray to understand disposition of the 2nd electrode". At the time of this report, more information is not yet available. When additional information becomes available this report will be updated.